Event description:
Customer called regarding issues with new sensors. Customer's blood glucose was 492 mg/dl, which was treated with a bolus shot. It was found that customer's trainer improperly programmed insulin pump. Customer was advised to continue to monitor blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).